Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to verify keypad unresponsive. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the insulin pump was submerged in water. Customer's blood glucose level at the time 203 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.